Event description:
It was reported that a malfunction occurred with a pump categorized as malf 16-0x20e6, which was not resettable and required replacement. There was no recorded data on the customer's blood glucose level at the time of the event, and it remained unknown whether the issue caused the blood glucose level to exceed 500 mg/dl. Tandem technical support confirmed that the pump was within warranty, informed the customer about the necessary replacement, and provided instructions for returning the problematic pump. The customer declined to share information regarding backup therapy to ensure uninterrupted insulin delivery during the replacement process.